Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Manually turned momentay valve button to auto position noticed it swing back to man position. Replaced momentary valve assembly. The root cause of the reported issue was found to be the momentary valve was damaged. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the manual button would not work. No patient injury was reported.